Event description:
It was reported that the trach tube exhibited a cuff leakage during patient use. The device was replaced and the issue resolved. Unknown injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: updated. G4: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. The complaint was confirmed, showing a tear along the cuff area.